Event description:
A stonetome was used for therapeutic purposes. During the procedure, the cutting wire broken. There were no complications or intervention reported with this event. In should be noted that the generator was set at 120 watts.